Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. Following implant of the valve, a coronary occlusion was observed, and it was noted that the patient¿s right ventricle was ¿down¿ for a while. Subsequently, bypass surgery was performed. In result, the patient's hospitalization was prolonged. Additional information was received that per the physician, the fused leaflet of a functional bicuspid valve caused a late occlusion. The physician did not attribute the occlusion to the delivery catheter system (dcs). The right ventricle was very sluggish while not receiving proper coronary flow. The treatment was single vessel to right coronary artery (rca) bypass surgery.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. Following implant of the valve, a coronary occlusion was observed, and it was noted that the patient¿s right ventricle was ¿down¿ for a while. Subsequently, bypass surgery was performed. In result, the patient's hospitalization was prolonged.